Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.